Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The laboratory report has been provided. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated with mycobacteria chimaera. There was no report of patient injury.

Manufacturer narrative:
Through follow up communication, livanova (B)(4) learned that the device was only partially cleaned regularly per the instruction for use and was placed inside of the operation theater during use. The fan of the device positioned opposite to the patient at an estimated distance between the surgery field and the device of less than two meters.

Event description:
See initial report.